Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11418r53, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 25mg/ml for a total dose of 5mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported on (B)(6) 2017 patient called the office reporting that their pump had "flipped" and reported increased pain and feeling unwell. It was unknown as to what environmental/external/patient factors may have caused, contributed, or caused this issue. It was noted the pump was interrogated. A catheter dye study was attempted, but unable to aspirate. Patient was referred back to neurosurgeon tomorrow ((B)(6) 2017) for possible catheter revision. It was noted the issue was not resolved at time of report and patient's status was "alive-no injury." It was unknown if surgical intervention occurred. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.